Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The device had missing end cap sticker, minor scratches on the lcd window, cracked case at display window corners, cracked reservoir tube window corners, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and none of the buttons are responding. Customer's blood glucose was 217 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. She was just walking when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.